Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process in order to power on. The device will behave as though it's attempting to power on, but then immediately powers off. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process in order to power on. The device will behave as though it's attempting to power on, but then immediately powers off. There was no patient use associated with the reported event.

Manufacturer narrative:
Field g5 combination product of the initial MDR indicates ¿ blank field g5 combination product of the initial MDR should have indicated - no.